Event description:
1 of 3 reports. Other mfg report numbers: 3014334038-2025-00028. 3014334038-2025-00029. This report is for cerelink icp ext cable ID 826845: a facility reported a cerelink system started to have an unreliable increase in the pic value up to 40, patient had a CT scan exam which showed icp of 80. The real correct icp value for this patient was 15/20. From an angiographic exam, the catheter seemed bent.; therefore, it was removed and replaced on (B)(6) 2025; one day after implantation. Patient in stable condition after replacement. The monitor did not show any error message.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink cable was returned for evaluation: DHR - no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed failure analysis - upon inspection, the cable failed due to the presence of a blood-like substance and a cut observed in the insulation. A functional test could not be performed due to the potential contamination risk. This was due to the absence of a decontamination certificate accompanying the returned cable, as well as the presence of a blood-like stain. Complaint indicates: the cerelink device is currently being used with a yellow extension cable. It has been clarified that the correct cerelink cable is part number 826845. The "substitute yellow cable"referenced in the complaint is an extension cable provided by the representative following the incident and is not the cable associated with the original complaint. Root cause: incorrect ext cable used in the field.